Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was flashing. The customer¿s blood glucose level was 7.2 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank, missing segments, partial display or flashing display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No moisture damage on the motor and keypad assembly noted. However, device received with moisture damage on the electronics, vibrator and battery tube noted.